Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
It was stuck at the channel when the technician advanced stent by wire guide. Pr (B)(4) MDR ref#(B)(4). Therefore, he replaced a new one and complete the procedure. Additional information received confirmed user error for device not inspected prior to use. Engineering confirmed the user error is not related to original file and a second file is required. Patient outcome: the patient did not experience adverse effects due to this occurrence

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1970115 of zebd-7-7 was returned opened not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 27 jul 2023. Visual inspection: stent and pigtail straightener returned. Damaged noted on the non-tapered end pigtail curl of stent, kink on the 5th porthole of the non-tapered end, multiple kinks /crumpling observed on the 3rd porthole of the non-tapered end. Functional inspection: a 0.035" wire guide passes through the tapered end freely. This complaint is related to another file, pr 402390, and was opened to capture the user error of failing to inspect the device for damage prior to use. Manufacturing records: prior to distribution, all zebd-7-7 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 device of lot number c1970115 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-7 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there is any manufacturing issues associated with lot number c1970115. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error. As per information provided in the additional questions of the original file (pr 402390) the device was not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, user error - device not inspected for damage prior to use. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to user error. As per information provided in the additional questions of the original file (pr 402390) the device was not inspected for damage prior to use by the user. This contravenes the notes section of the IFU which calls for the user to inspect the device prior to using it.

Event description:
A supplemental report is being submitted due to completion of the investigation on 03-sep-2024.